Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused sinus problems. The patient did receive medical intervention and was put on medication. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sinus problems,naal/throat irritation related to a CPAP device's sound abatement foam.the patient did receive medical intervention and was put on medication. The device was returned to the manufacturer's service center for further evaluation.  The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found.  The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.unit was scrapped.